Event description:
It was reported that upon trying to reposition the cup the threads on the inserter handle were damaged. Another was available and the case proceeded as planned.

Manufacturer narrative:
(B)(4). Visual examination of the returned device found the threaded tip damaged, confirming the reported allegation. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.